Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that st segment elevation and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx delivery system (wds) and a watchman fxd curve access system (was) were selected to be used. The procedure was performed without general anesthesia with hypnovel/propofol sedation. The procedure went well, with the closure device released with good position, anchor, size and seal (pass), but then the patient presented a heart rhythm disorder with bubbles and was treated with coronary angiography. After this, the patient presented a stroke on the table with partial hemiplegia. The patient was sent to the intensive care unit for additional examination. It was suspected that an air embolism occurred when the closure device catheter was inserted into the was sheath. Although air bubbles were not visibly seen, the physician suspected an air embolism occurred due to patient desaturation and st segment elevation.